Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the 3.0 x 16 mm promus element plus drug-eluting stent was advanced to treat the 80% stenosed, normally calcified and moderately tortuous lesion in the ramus interventricularis anterior. However before reaching the lesion, stent damage occurred. The physician changed in a new stent and the procedure was completed successfully without patient issues.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 10:00 am CT. The report number is being corrected from: 2134265-2018-64399 to: 2134265-2018-63074.

Event description:
It was reported that the 3.0 x 16 mm promus element plus drug-eluting stent was advanced to treat the 80% stenosed, normally calcified and moderately tortuous lesion in the ramus interventricularis anterior. However before reaching the lesion, stent damage occurred. The physician changed in a new stent and the procedure was completed successfully without patient issues. Promus element plus, mr, ous 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first distal row were lifted. The undamaged stent od (outer diameter) was measured and was within specifications. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. The tip was stretched at the distal and proximal sections. This type of damage most likely occurred due to manipulation of the delivery system during advancing attempts. The outer and inner lumen as well as the mid-shaft section found that the shaft polymer extrusion was damaged, kinked and the outer extrusion shaft was stretched. It was also observed during analysis that the extrusion shaft was broken at 1415 mm distal from the distal end of the strain relief. The types of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.